Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable faults, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replicated the error on wrist and break engagement faults. The fse replaced the set up join (suj) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is being reported based on the following conclusion: the customer had system issues after the start of the procedure that were replicated by the field service engineer and required part replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed the technical support engineer (tse) they kept getting a recoverable fault. The customer was recovering the fault as they continued with the procedure; however, they would have cases to follow that would require all four universal surgical manipulators (usm)¿s. The tse reviewed the logs and confirmed 23071 and 23070 faults. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse explained the procedure was completed robotically with all 4 usms. The system functionality was checked upon powering on the system. The system initially powered on without errors. The action taken to resolve the reported issue was recovered fault and slow movement. The procedure was completed robotically with original configuration. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the set up joint (suj) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The unit was returned for failure analysis and the reported 23070 and 23071 error was replicated on the in-house system. The error was also confirmed in the error logs. The error was triggered when axis 4 has traveled past the soft stops due to bumper damage. The complaint regarding the ¿errors 23070 and 23071¿ was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.